Event description:
Received notification on 07/13/2010, from biomet that a medwatch reportable event may have occurred at our facility. A (B) (6) female who had total knee arthroplasty done approximately 8 years ago, presents with knee pain and swelling. Upon x-rays, the patient was found to have broken locking clip in knee. Patient admitted to (B) (6) on (B) (6)2010, for removal of broken hardware from left total knee arthroplasty with exchange of polyethylene insert. Intraop findings: ¿dark synovium in suprapatellar pouch and medial and lateral gutters would indicate metallic wear¿ patient had broken polyethylene fragments throughout her knee¿ broken anterior medial aspect of the polyethylene along with the locking clip¿ significant wear noted on lateral side of polyethylene¿ delamination noted in the weightbearing region both medially and laterally....